Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased/high pacing thresholds; a lead fracture was suspected. An x-ray was obtained that confirmed a fracture on the portion of the lead coiled within the device pocket. A revision procedure was subsequently performed wherein a new system was implanted on the patient's right side. The patient's existing right atrial (ra) and rv leads were surgically abandoned and the chronic device explanted. No adverse patient effects were reported.